Event description:
A sunrise medical sales rep reported that the end user is experiencing problems with his wheelchair. It was reported to sunrise medical that the right back bracket broke while the end user was riding his wheelchair outside on the sidewalk. There were no falls or injuries reported due to this malfunction.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigation will complete the investigation and a f/u report will be filed.